Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator, (B)(6) 2013; 6945-65 implantable tachy lead, (B)(6) 1998; 419488 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was interrogated because the patient received shocks. Upon interrogation of the device, there was no wireless telemetry and it could not be interrogated. It was found that the device had two power on resets which occurred at the same time as the shocks. A high voltage issue was suspected as the device reads in the observation window that detections are off when they are not. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead thresholds increased. The lead was capped and replaced. It was also reported that during the ablation procedure, the atrial lead dislodged and the physician could not reposition it. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.